Event description:
Information was received from a consumer via a company representative regarding a patient receiving saline via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were not happy with the size of the pump. Per the reporter, the patient was a very small individual and the patient was not aware the pump would be so big. When the pump was implanted, the patient¿s pump pocket site was very swollen, and the physician had to drain a lot of blood. No drug had been put in the pump yet, and the patient was inquiring about getting a 20 cc pump instead of the 40 cc pump. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the patient was still waiting to see how she felt since she was still healing from the surgery. The patient's weight was unknown. The device still remained implanted. On (B)(6) 2023, additional information was received from a patient, via a manufacturer representative (rep). It was reported the patient's pump was being replaced and revised as the time of explant. Upon making the incision to the pocket site, the healthcare professional (hcp) saw pus and liquid coming out of the pocket. The pump and catheter were explanted due to infection and would not be replaced in the future. The issue was resolved at the time of this report. Drug information was provided; fentanyl 500 mcg/ml, 139 mcg/day.

Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the patient did not have an infection. The healthcare provider (hcp) thought that the patient's body rejected the pump and does not have plans to re-implant the pump. The hcp thought that the patient had a seroma around the pump. It was reported that the pump was initially put in because there was a lose screw from the patient's lumbar hardware that was pressing on a nerve. The hcp plans to have the patient sent to another neuro doctor to have hardware replaced.